Event description:
It was reported that during a superion implant procedure, the spacer broke during deployment. When the scrub technician attached the spacer, it did not open or make the correct noise when testing deployment. However, the spacer was able to be detached and re-attached without difficulty. When the physician tried to deploy inside the patient, the physician was met with resistance from the laminae, and the spindle cap broke off. The actuator and spindle came out of the body of the spacer. The physician applied force but was not considered excessive. No broken pieces were left inside the patient. The broken spacer was removed, and a new spacer was used to complete the procedure.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Block b3: approximated based on the date the manufacturer became aware of the event. The device was returned for analysis and the complaint was confirmed. Visual inspection showed that the implant had suffered significant damage as the spindle cap was completely sheared off from the implant body. The damage was sufficient enough to preclude functional testing. The damage indicates this failure was likely due to a combination of deployment against resistance (e.g. Bone) and the physician failing to correctly attach the inserter to the spacer. Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event. Additionally, a labeling review was completed and reveal no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.